Event description:
It was reported that the neurostimulator ins was making a noise, similar to a weather radio going off. This occurred in their exam room and heard the noise several times. Patient reported has not heard the noise before, but someone from the clinic (cardiology department) did believe it was coming from the neurostimulator. They attempted to rule out but could not as they were unable to hear the noise again. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-28, lot # va0gbsd, implanted: (B)(6) 2014, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).